Manufacturer narrative:
The device was returned to greatbatch medical and evaluation is in process. Once greatbatch medical completes the investigation, a supplemental medwatch completes the investigation, a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer.

Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was not confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation required.

Event description:
It was reported the surgeon repeatedly complains the reamers are too dull to cut through bone and has to exert tremendous pressure to get the proper fit for implants. Another set of reamers was used to complete the procedure. It is unknown if there were adverse events as a result of the malfunction.